Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. An 83-year-old male patient (84 kgs.), presented in the or for a tavr procedure. No issues were encountered advancing or withdrawing the expandable procedural sheaths. Following the tavr, an 18f manta was deployed in the right common femoral artery. Post-deployment, pulsatile bleeding was seen on the x-ray and was visible at the access site. The physician decided to place a covered stent over the access site, achieving hemostasis. Post-procedural bleeding is a common occurrence following any closure device deployment. There are many potential causes for post-procedure bleeding. The risk of hemostasis failure and access bleeding are recorded as adverse events in the manta instructions for use and other access site complications leading to late arterial bleeding, possibly requiring endovascular intervention. Additionally, th e IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Due to an insufficient amount of information regarding the initial and deployment procedures, patient conditions, and environment, no device or angiograms were submitted for investigative purposes, and a root cause for the extended hemostasis requiring a covered stent cannot be determined. Risk documentation was reviewed, and covered stent placement as a known risk. The severity of harm is ranked at a 4 based on endovascular intervention requiring stenting to be used for treatment. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: extravasation seen at arteriotomy post manta deployment. Resulted in covered stent being placed in right common femoral artery. Additional information: after a tavr procedure and manta closure, pulsatile blood flow was visible on x-ray and externally. Hemostasis was immediate after the stent. There was no reported patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: extravasation seen at arteriotomy post manta deployment. Resulted in covered stent being placed in right common femoral artery. Additional information: after a tavr procedure and manta closure, pulsatile blood flow was visible on x-ray and externally. Hemostasis was immediate after the stent. There was no reported patient harm.